Manufacturer narrative:
The reported issue that the there was an unspecified pump issue and after further investigation by the customer they believed that it was not a pump issue was not able to be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that there was an unspecified pump issue. It was later reported that an investigation was conducted and believed that it was not a pump issue. Although requested, no additional information was provided.